Event description:
In 2010, I had an essure procedure completed. Since the procedure was completed, I have experienced extremely heavy and prolonged menstrual bleeding. Severe abdominal pain and cramping. I developed a rash on my hands (peeling red skin). My hair has started falling out. I have days that I cannot get out of bed because the pain and tingling in my legs followed by numbness that makes me fall. My joins swell and the movement in my hands and feet are compromised affecting my ability to grasp and hold on to items. I am fatigued to the point that I am unable to continue full time employment. My life has completely changed since I had the procedure, I was told had no side effects and no down time. In 2002, I had post partum depression. I was cleared before 2010. After the procedure, I have had severe bouts of depression symptoms.